Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side alymphoplasmacellular inflammation, a 5x4x1 cm excisat and capsular contracture (baker grade unknown), and a rupture. The device has been explanted.

Event description:
Healthcare professional reported left side alymphoplasmacellular inflammation, a 5x4x1 cm excisat and capsular contracture (baker grade unknown), and a rupture. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ opening on radius device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.6; h.6.